Event description:
Caller states that he obtained a reading of 76mg/dl on his device. An unk amount of time later, caller states that he had a seizure and experienced hypoglycemia. He reports calling the paramedics who performed a blood glucose test on their equipment, result np. He states that he took a tube of glucose, while the paramedics were at his home and was then transported to the hosp. He reported receiving insulin injections and an IV, while he remained in the hosp for the day. No glucose control solutions were used. Requested return of suspect device and replacement was sent.